Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient indicated that his doctor stated that the inflatable penile prosthesis (ipp) was stuck and was a factory defect. A mechanical breakdown of the ipp was encountered on (B)(6) 2020 not allowing patient to inflate and deflate with ease. The patient is scheduled for a revision surgery on (B)(6). The plan is to remove the pump only.